Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is receiving effective stimulation coverage; however, the stimulation aggravates his normal pain. The patient reported this is a new issue. The physician advised the patient to turn stimulation off for a few weeks to determine if the pain resolves. The patient will follow-up with the physician as the next course of action.